Manufacturer narrative:
Samples were received and decontaminated. There have been no other related investigations' on the same lot number. The returned material did show the reported defect. Therfore bd was able to duplicate or confirm the customers' indicated failure mode. The sample information shows that the long catheter is squeezed or pulled by external forces. No CAPA is necessary at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 383408.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
On the third day of an infusion, the extension tubing of a bd intima-ii¿ closed IV catheter system was found broken while preparing the infusion. There was no report of injury or medical intervention needed.